Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and determined that the cause of the reported issue was due to a broken (open) trace, caused by physical damage to the assembly.

Event description:
The customer reported that their device would not power on. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.